Event description:
The device remains implanted with no pt complication reported. The report states that during implant the surgeon caught implant suture onto the valve holder suture, which resulted in intra-operative paravalular leak. Additional suture was placed with difficulty during the case, but some leak remained. Surgeon alleges problem with the holder and suture.

Manufacturer narrative:
Device history review found the product met specs when released for distribution. Cause of the event has not determined. No pt event, device remains implanted. Although requested, the accessory valve holder will not be returned for eval. Without product return, review is limited and no results can be provided. Review of the device history record shows the device met all manufacturing specs for product released to distribution. No pt event, valve remains implanted. An exact cause has not been determined for the reported event.